Manufacturer narrative:
Phone number; (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. On (B)(6) 2017, a pump motor stall occurred. There were no known environmental, external or patient factors that may have contributed to the motor stall. It was unknown if diagnostics or troubleshooting was performed. The event was not resolved at the time of this report. There were no reported patient symptoms and no surgical intervention occurred or planned. On 2017-aug-08, additional information was received from a foreign manufacturer representative (rep). Additional information stated the patient reported an error code that was confirmed to be a motor stall. The patient was advised to present to the emergency room to mitigate the risk of complications from drug withdrawal. No further information was known.